Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported laboratory test 79 mg / dl and accu-chek performa test 117 mg / dl within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips.